Manufacturer narrative:
Citation: martine gilard. Late outcomes of transcatheter aortic valve replacement in high-risk patients: the france-2 registry. J am coll cardiol. 2016 oct 11;68(15):1637-1647. Doi: 10.1016/j.jacc.2016.07.747 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding late outcomes of transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between 2010 and 2012. The study population included 4,201 patients (predominantly male; mean age 83 years), 1,413 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: periprosthetic aortic regurgitation, permanent pacemaker implant, stroke, myocardial infarction, endocarditis, vascular complications and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.